Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag self test taken on (B)(6) 2026. A test of unknown brand was taken on (B)(6) 2026 and returned a negative result. The consumer is experiencing cough, headache, and body aches. No additional information, including treatment and outcome was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.